Manufacturer narrative:
Continued e1 phone number : (B)(6). This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "operative rupture discovered". This record is for the right side. Device has been explanted.